Event description:
It was reported the ultrasonic surgical device was inspected and there was something like metal on the tip and part of the handpiece. The issue occurred during an unknown therapeutic procedure. The procedure was delayed by 5 minutes, the anesthesia was not prolonged, and the procedure was completed using a similar device. There were no reports of patient harm or injury.

Manufacturer narrative:
The device evaluation is ongoing. Three additional complaints were created to capture the other reported events: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. A definitive root cause was not identified, however, based on the past investigation results, a likely reason for the falling of the grasping section might be the following: 1. An excessive force in the direction for opening was applied to the grasping section. This caused the grasping section to detach from the shaft. 2. Since a force in the twist direction was applied to the detached grasping section, the distal end of the inner pipe broke. As a result, the grasping section fell off. The circumstances surrounding the event (the reason why a force was applied to the grasping section) were unclear. An error possibly occurred due to contact with a surgical instrument or the non-insulated area of grasping section. Labeling review: as a result of checking the instruction manual, the following descriptions related to this event were found. This event is warned by the instructions for use (IFU rc4485 08: when inserting the thunderbeat into or withdrawing it from the trocar tube, gently hold the control handle and make sure that the grasping section is closed. If the thunderbeat is inserted or withdrawn with the grasping section open, the probe tip/grasping section may become damaged, or it may become impossible to withdraw it from the trocar. Should any crack, scratch, deformation, split, protrusion, or partial separating be observed on the probe tip, grasping section, tissue pad, shaft, the surface of the transducer, transducer cord, or transducer plug, do not use them and replace the damaged instrument or the transducer with a spare. Using a damaged device may cause burns due to abnormal output or high-frequency (rf bipolar) current leakage or breakage of the probe tip, the tissue pad, and the grasping section. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. The thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. Olympus will continue to monitor field performance for this device.